Manufacturer narrative:
Number 510k: 1 unknown plate trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a removal of an olecranon plate from a previous surgery (orif). It is unknown why it was removed. Screws were also removed (unknown quantity). The olecranon plate that was used was variable angle locking compression plate. The sales consultant believes it was removed due to irritation. Concomitant devices report: [unknown screws] (part #: unknown, lot #: unknown, quantity: unknown). This report is for 1 unknown plate trauma. This report is 1 of 1 for (B)(4).